Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this device sought medical assistance and treatment due to an allergic reaction to the implanted device and request for an allergy testing kit. Technical services provided a materials makeup of the device to assist the physician in further allergy testing. To date, the device remains implanted with no information communicated regarding replacement.